Event description:
Premature wear noted on the tibial insert and the poly patella with large amount of plastic debris removed from joint at time of total knee revision, performed in 2002. Pt had joint swelling and pain, unrelieved by conservative methods.